Event description:
Related manufacturer report number: 3006705815-2023-02776 additional information was received that both of the patient's leads have high impedances. The patient does not have effective therapy and surgical intervention is expected.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that patient underwent surgical intervention where both the leads were explanted and replaced with a penta lead. Reportedly effective therapy was restored.